Event description:
During implant, the atrial lead was unable to be inserted into the pacemaker's header. The event was resolved by explanting and replacing the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of the lead would not fully insert into the atrial connector was confirmed. Analysis revealed that lead insertion into the connector stopped at the entry to the connector¿s tip zone. It was found that the entry to the atrial connector tip zone has an abnormal filling of epoxy that is blocking lead insertion into the tip zone. Lead insertion into the a-connector tip zone blocked by epoxy is considered a manufacturing anomaly.